Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the broken reservoir lip ring and rubber o ring from reservoir opening. The customer¿s blood glucose level was unknown. Customer stated that the reservoir caps the plastic rim that holds the tube was broken. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.